Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 149 mg/dl. The customer stated he tried a new type of infusion set and change the site error. The customer stated that she has tried different cannula lengths. The customer stated that the insulin is not expired or denatured. The customer stated that she does rotate sites and avoids scar tissue. The customer was advised that recurring no delivery alarms may be due to site, set or reservoir issues. The customer was advised of the no delivery alarms and possible issues. The customer was advised to avoid bending the tubing where it connects to the reservoir. Customer was advised to revert to a backup plan. The customer will be sent a replacement pump.